Event description:
It was reported that this patient had chronic observations of muscle noise on this thirteen year old right ventricular (rv) lead, where recently the noise was oversensed causing pacing inhibition of about three seconds. The patient was dependent, thus the patient was brought in for additional troubleshooting where they had the patient bear down and aggressive isometrics and they could not reproduce the noise. The lead remains in-service. No adverse patient effects were reported.